Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the system would not be replaced. The patient stopped using medical device in favor of alternate therapy.

Manufacturer narrative:
(B)(4).the device passed functional testing and lab functional testing determined there was good stable output on all electrical pairs as received. It was also determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient did not receive therapeutic benefit (¿wasn¿t receiving wanted relief¿) from the ins device and was not medically able to have regular adjustments to optimize the therapy. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. As actions performed, reprogramming was conducted (dates unknown). The ins system was then explanted. No patient injury or death was reported. The issue was reported as resolved at the time of report. Relevant medical history included overactive bladder, copd, asthma, anxiety, seizures, heart attack. Allergies included penicillin, lithium analogs, metoprolol, chlorpromazine. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.